Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter alleged that the pump inaccurately delivered insulin. It was noted that advanced bolus features were being used. An attempt to contact the patient has been made. The indicated blood glucose (bg) level greater than 250 mg/dl but less than 500 mg/dl with no signs or symptoms was not indicative of a serious injury and does not meet the animas criteria of an adverse event. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. The reporter alleged that the pump time was resetting at random, not associated with a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/10/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box showed that the data and histories for the event had been overwritten due to continued use of the pump. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump successfully completed the delivery accuracy test and was found to be delivering accurately. The complaint of an inaccurate delivery issue was unable to be duplicated. The pump information for the complaint date had been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.